Event description:
A b. Braun secondary IV tubing set was in use to infuse immunotherapy when it suddenly broke at the connector location and began to leak; appropriate protocol was followed to manage the leak. There was no harm to the patient or staff. The tubing was immediately removed from use and discarded per protocol. Of note, it was reported that the secondary tubing was connected correctly to the primary infusion line.